Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error watchdog timeout and frozen display. Customer blood glucose level was unknown. Customer also stated that they were unable to clear the alarm. Customer did not wast continue trouble shoot for frozen display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No unexpected watchdog timeout alarm, audio beep anomaly or frozen screen noted during testing.